Event description:
It was reported that three days post implant, r-waves had decreased and the patient received therapy. X-ray revealed lead dislodgement and tachy therapy was disabled as suggested by the physician. Lead revision was planned for the next morning, however the patient experienced seizures and expired. It was reported that the cause of death was unknown.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.